Event description:
Customer reported her insulin pump said her blood glucose was 129 mg/dl, but when she checked it was actually 46 mg/dl. Customer was advised that she has the sensor demo on and the device is just reading random numbers. She was assisted with turning the demo off. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).